Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during clinical training by the customer, the cardiosave intra-aortic balloon pump (iabp) touchscreen was unresponsive to prompts even when cleaned and calibrated. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to replicate user complaint. Successfully completed a simulated treatment on unit upon initial testing with testing catheter and trainer without issue. Touchscreen responsive and clean, soil free. Able to calibrate touchscreen in service mode without issue. Identified a couple of logged entries for code 63 unresponsive touchscreen in the logs. Logs attached for reference. Replaced touchscreen assembly, as a precaution. Post replacing touch screen, successfully calibrated the screen without issue, and successfully completed a full functional check with testing catheter and trainer.the defective components were received for further investigation. The failure analysis and testing department received touchscreen assy, 12.1¿ with a reported unit failure touchscreen unresponsive. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat department installed the touchscreen, in the cardiosave test fixture and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing dept. Found that the touch screen turns white after a while (approximately 15 min). The failure analysis and testing department verified the failure of the touch screen. The touch screen is defective. Retaining touch screen in the failure analysis dept. Per procedure 0002-07-008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.